Manufacturer narrative:
Model- reservoir 720185-01; lot sn- (B)(4); mfg date- null; exp date- 08/24/2018.

Event description:
It was reported that the patient experienced a replacement surgery of an inflatable penile prosthesis device due to unspecified reasons. No patient complications were reported in relation to this event. Additional information received that the reason for revision was that the patient could not cycle the device. The patient outcome was reported to be fine.